Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that x-ray revealed that the lead was twisted all around the ICD, as a result of twiddlers syndrome. The lead was explanted and replaced.